Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. However, the device evaluation found a cracked connector and corrosion of electrical contacts. Based on the results of the investigation, the definitive root cause could not be determined. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had an e315 error (communication error). The color bar did not disappear even if the camera head was connected. The issue occurred during preparation for use before an unspecified diagnostic procedure. There were no reports of patient harm.